Event description:
It was reported that attempts to interrogate the pulse generator resulted in the message - diagnostics cleared due to invalid data-. After clearing the diagnostics, the device could be interrogated normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.